Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system aspiration catheter 12 (cat12). Approximately halfway into the procedure, the rotating hemostasis valve (rhv) became broken after loosening and tightening it several times. Therefore, the rhv was removed. The procedure was completed using a new rhv from a new lightning kit. There was no report of an adverse effect to the patient.